Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that insulation was abraded at 68.2 cm to 69 cm from the connector pin. The proximal cables were fractured and separated from the crimped sleeve in the connector which resulted in the loss of capture.

Event description:
It was reported that the lead exhibited loss of capture. The lead was explanted and replaced.